Manufacturer narrative:
In a good faith effort (gfe) response from the customer received 01nov2024, it was confirmed that the user interface (ui) assembly was ordered, received, and installed into the device. The customer confirmed that part replacement returned the system to full functionality, and that the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer spoke with the remote service engineer (rse) regarding the options for replacement and upgrade of the liquid crystal display (lcd) from 1st generation to the 2nd generation version. The rse provided the customer with the part information for the user interface (ui) assembly without a navigation ring. The customer called the rse back and communicated that, when the lcd goes out, the device stayed turned on and continued to operate. The customer knows, from memory, where to touch the touchscreen to turn the device off and was able to power down the device properly. The customer was again provided with the part information for the ui assembly without a navigation ring. This investigation is ongoing.